Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced skin irritation at the sensor site. Customer stated that the she is having a bad reaction to the sensor tape. Customer sated that her skin is extremely itchy. It is red, warm to the touch and the size of the enlite overlay tape. Customer reported that one of the tapes left an open wound after the removal. Her doctor and trainer say she is allergic to the tapes. Customer confirmed there was a serious injury or hospitalization. Blood glucose value is 189 mg/dl. Nothing further reported.